Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via a remote merlin.net transmission with episodes of vf. Intermittent undersensing was observed on the ventricular channel. The device did appropriately detect and treat the patient. Review of the transmission confirmed intermittent undersensing due to large amplitude r waves followed by small amplitude r waves. The programming changes have not been made. The clinicians determined that the episodes were a result of a procedure immediately proceeding the events. The patient recently had a check and no episodes were present. The patient was in good condition